Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there originally was no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
Dealer states there originally was no alarms.